Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that patient had a cp pump placed to support st-segment elevation myocardial infarction, drug and alcohol abuse, and with multivessel coronary artery disease. The pump was placed to allow for the percutaneous coronary intervention but, there was ischemia. The pump was explanted after 20 hours of use and successful weaning. Patient survived.